Event description:
It was reported that patient presented to clinic for follow up. The patient claimed a discomfort with the implantable cardiac monitor (icm) pressing on patient¿s nerve. The physician elected to explant the icm and replaced with a new icm. The original icm appeared to be in a normal position without any implant complications. The new icm was placed 1 to 2cm higher than the original location. The patient had no consequences.